Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Additional narrative: a functional check with a mating reamer confirmed the complaint; the attachment end of the reamer would not assemble into the handle connection. The root causes is attributed to a combination of design and wear out. Previous investigations found eco (B)(4) was implemented on may 30, 2008 for both ease of manufacturing and improved function. The date code pg1007 indicates the instrument was manufactured in october of 2007 and is almost 9 years old and before the design change. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Connector on t-handle is not working/fitting .